Event description:
It was reported there was a motor stall confirmed by telemetry. The pump was checked after the patient had an MRI. There was a motor stall message in the attention dialogue box. The pump was interrogated again and the health care professional (hcp) did not see the motor stall message the second time and sent the patient on his way. The pump logs had not been read so the motor stall recovery could not be confirmed, although the second interrogation with no pop-up box noting a motor stall would indicate that it recovered. The patient was sent to another medical facility to get the pump checked again due to the motor stall message. The pump was being used to deliver baclofen. Additional information received 3 days later reported there was a confirmed motor stall in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI. The patient had an MRI on friday and the pump did not recover. The pump was interrogated four times including three times on friday after the MRI and the motor stall and once on saturday. The pump was still showing that it was stalled. There were no symptoms of withdrawal yet but the patient had been given oral baclofen. It was noted the MRI was a closed scanner. The following day it was reported the pump had been programmed to stopped pump mode on friday. Pump telemetry showed a ¿stopped pump period may exceed tube set¿ message. The infusion mode was ¿stopped pump¿ and the pump was shut off for 93 hours and 24 minutes as of (B)(6) 2013. No motor stall was noted in the telemetry printout. It was also reported the patient went for an MRI on thursday. There was concern the pump did not recover after MRI, but upon interrogation it was seen the pump had been programmed to stopped pump mode, which was why there was no recovery. The patient was programmed out of stopped pump mode and was in simple continuous mode as of (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8 590-1, lot# n205123, implanted: (B)(6) 2009, product type: accessory. (B)(4).